Event description:
Hcp reported that the pt presented with symptoms of increased spasticity, myalgia, and nausea. Pt also had been having some syncopal episodes that they were not aware of at that time. The hcp performed troubleshooting that included catheter aspiration and a pump rotor test. The device was explanted in 2002. The pt is reported "to be fine now, actually seems better than before. Was just in for a re-check and rate was increased 10%.